Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that blood leaked from the bd vacutainer® adapter. With luer adapter during use. There was no report of serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received a sample from the customer facility for investigation. The customer sample was evaluated, and damage to the top of luer taper was observed. Bd was unable to determine the specific lot number that was associated with the event for a review of the manufacturing records. Conclusion - based on the investigation, the customer¿s indicated failure mode was observed by bd pas during evaluation. Root cause: based on the investigation, the root cause / potential root cause for the leakage was determined to be damage incurred by a conveyer during the manufacturing process. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd pas business team regularly reviews the collected data for identification of emerging trends.